Event description:
The patient reported they were having bleeding (small amounts of blood when urinating). The patient inquired if it was due to their stimulation being too high. The patient also reported that their therapy stopped helping them the day prior to the report. The patient could feel stimulation and their device all of the time. They also noted that 3.3 v was the best but the day prior to the report it stopped helping. The patient was afraid to turn it up because of their bleeding. It was also noted that the patient&#38112;change in therapy/symptoms was sudden. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.